Manufacturer narrative:
Concomitant medical products: 4592-53 lead; implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead exhibited high/increasing threshold values and high/increasing impedance. Lead explant and replacement is planned. No patient complications have been reported as a result of this event.